Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), genital haemorrhage ('heavy abnormal bleeding') and seizure ('seizures') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ psychological or psychiatric problems- conditions"), migraine ("migraine/ migraine/ headaches") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion hospitalization), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal (B)(6) 2019). At the time of the report, the device dislocation, genital haemorrhage, seizure, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, anxiety, weight increased, weight decreased, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, seizure, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff currently not planning for essure removal. Discrepancy noted : the plaintiff states that she did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Most recent follow-up information incorporated above includes: on 5-jul-2020: ppf received model number was changed from e205 to e305 as date of insertion was updated. Removals details has been updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("heavy abnormal bleeding") and seizure ("seizures") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of insomnia, itching and multiparous. The only concomitant product mentioned was wellbutrin (bupropion hydrochloride). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 72 days after essure insertion, she experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety/ psychological or psychiatric problems- conditions"), migraine ("migraine/ migraine/ headaches") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), seizure (seriousness criterion hospitalisation), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopy with bilateral partial salpingectomy/ left ovarian cystectomy ). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, seizure, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure administration. The reporter commented: plaintiff currently not planning for essure removal. Discrepancy noted : the plaintiff states that she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.9 kg. [Ultrasound scan] on (B)(6) 2018: showed a normal size uterus with an endometrial thickness of 0.98 mm. The left ovary had a 0.8 x 0.6 x 0.6 cm small mass which appeared to be a dermoid the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Patient & reporter information updated. Lab data added. Essure removal surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.